Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery pack and checked charging voltage. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system presented an x-ray overtime error. There was no report of pt injury.